Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient was later seen in clinic, however, no further noise was observed. No further intervention was performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a follow up in clinic, noise was noted on the atrial lead. Atrial lead extraction is anticipated to be performed to resolve the event. No intervention has been performed. The patient was stable.